Event description:
It was reported that a sharp increase in pacing impedance was noted on the right atrial (RA) lead. A chest X-ray showed both the RA and right ventricular (RV) leads were dislodged. It was noted that the patient twisted the device until the leads were pulled out of the heart and all the way back to the pocket. During revision, the RV lead was found to be retracted on X-ray, and during an attempt to reposition the lead, the helix would not extend. Both the RA and RV leads were explanted and replaced. The patient was in stable condition with no adverse events.